Manufacturer narrative:
Initial reporter address: (b)(6. Initial reporter phone no. (B)(6. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that six (6) 2000 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked. This issue was identified before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Device manufacture date: september 25, 2020 - september 28, 2020. H10: the actual device was not available; however, a video of the sample was provided for evaluation. The returned video was reviewed, and it was observed that there was a leak at the spike port bonding area. The reported condition was verified. The cause of the condition could not be determined; however, the probable cause was due to inadequate, or lack of cyclohexanone applied to the spike port cap tube when it was inserted to the spike port during the manufacturing process causing an incorrect bonding. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.